Manufacturer narrative:
(B)(4). The lot number provided was 15s30091. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of seven of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information/correction: this complaint has been recoded against the solution bag due to cracked clear flex port and not the cassette as previously reported. This complaint is no longer reportable.